Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd plastipak¿ concentric luer lock syringe there was an issue with plunger broke at first manipulation into two parts.

Manufacturer narrative:
Investigation summary: it has been received 1 unused sample of 50ll with open blister lot 1810233 and 1 picture for investigation. Upon visual inspection of this sample and picture it can be observed the plunger is broken. DHR of lot 1810233 has been reviewed not finding any annotation or deviation regarding the alleged defect. This defect has been caused due to the syringe resulted damage by any hit or any obstruction during manufacturing/transport process. Due to this damage it resulted broken during use. According to inspection plan procedure jg-500, (B)(4) units are inspected every 2 pallets by quality control team. Final products in this manufacturing line, for this reference and lot size ((B)(4) pallets) are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): visual inspection: molding: 2 injections per shift. Printing: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. Functional inspection: printing: once in the first pallet and once in last pallet of the lot. Assembly: once in the first pallet and once in last pallet of the lot. Primary packaging: once in the first pallet and once in last pallet of the lot. Although no issues were identified and manufacturing record stablished that all production and quality processes were carried out normally, we can confirm that the root cause of the non-conformance is related with any hit on syringe during transport or manufacturing process. Based on all the preventive measures and our stringent in ¿process inspection plan, we are certain that this should be an isolated issue and any recurrence is really unlikely based on no quality notification was opened during manufacturing process of this lot.

Event description:
It was reported with the use of the bd plastipak¿ concentric luer lock syringe there was an issue with plunger broke at first manipulation into two parts.